Event description:
It was reported that the right ventricular (rv) lead triggered a patient alert for high pacing impedance. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and there was an impedance out of range alert. An out of tolerance subthreshold lead impedance alert occurred on 08 oct and 31 dec 2011, 11 oct 2013, and 22 feb 2014. Maximum left ventricular (lv) pace impedance spikes to greater than 1600 ohms the week ending 17 oct 2013 and to greater than 1000 ohms on 19 feb 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.